Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately 8 months post successful tf tavr, the patient presented with symptoms of heart failure. Tee revealed central and paravalvular aortic insufficiencies. The decision was made to place a 26mm sapien 3 valve within the pre-existing 23mm sapien 3 valve via tf approach. Post deployment tee showed trace central ai and no paravalvular ai. Aortography demonstrated no central of paravalvular ai. The patient was sent to recovery in stable condition. Additional information has been requested.

Manufacturer narrative:
The valve remains implanted and is unavailable for return and evaluation. A DHR was performed and a review of the work order for valve assembly and packaging did not reveal any issues that may have contributed to the complaint event. Review of medical records shows that the patient had a complicated post-op course after an initially successful tavr procedure. ¿was not doing well after the tavr he developed bacteremia, tavr regurgitation. New onset a fib with svr which was thought to have some component of underlying sick sinus syndrome in setting of bacteremia, but he was not a candidate for pacemaker because of acute infection. He had a reaction to coumadin, so no anticoag due to thrombocytopenia and anemia.  He was back in the hospital (2months later) due to eosinophilia and aki. He was transfused due to the anemia.¿  5 months later, an echocardiogram showed moderate-to-severe aortic valve insufficiency that appeared to be paravalvular.  The notes indicate ¿after a long discussion with our valve team, we felt that a 26 mm s3 valve would solve this man's problems as the valve appears to be undersized.¿  the v-in-v went without issue with ¿tiny trivial central regurgitation.¿  post-procedure echo demonstrated ef 55-60% with stage 2 diastolic dysfunction. Mean gradient across the prosthesis was 33 with a dimensionless index of 0.37, but it was functioning normally without any detected paravalvular leak.  The patient ¿feels remarkably better since his procedure.¿    per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.  In this case, there was no allegation or indication a product deficiency contributed to this adverse event. While the medical complications are considered unrelated to any edwards devices, the pvl appears to be related to undersizing of the bioprosthesis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.